Event description:
Dexcom g7 sensors are failing consistently. In one week, I went through 4 sensors. They consistently fail right after insertion, stop working before the 10 day usage period, cannot be calibrated, 100s of numbers off, erratic readings. I used different serial numbers and had the same results. The wire will " goose neck" and not insert into the skin. Dexcom refuses to replace them stating " improper insertion " I've been using dexcom products for years. The g7 are failing for many people I'm on a reddit sub re: dexcom and there are thousands of reports of dexcom g7 failures. Including those with children who are type 1 diabetics. I have since returned to using the dexcom g6, but my insurance will not be paying for them after (B)(6) 2025. Numerous that have nothing to do with the device. Current prescription medications: too many. Reference report: mw5170851, mw5170853, mw5170854.